Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Ecp reported on behalf of the consumer that after switching to toric trials contact lenses, the consumer experienced corneal ulcer (cu) in both the eyes. The consumer wore the lenses for one and a half weeks. Consumer was treated with ciprofloxacin. Apart from cu, there was no tear, torn, defects, and deposits noticed. The current status of consumer eyes was recovered. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. No complaint or manufacturing trend was identified. Based on the review activities completed, there were no abnormalities or deviations that would contribute to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).